Event description:
It was reported that the lead displayed decreased r waves with variability. X-ray was done and it showed no sign of dislodgement. The patient had a defibrillation threshold (dft) testing done and the result showed that the lead did not sense the ventricular fibrillation (vf). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.